Event description:
It was reported that the bd extension set mic tubing 60 inch was clogged. The following information was provided by the initial reporter: nursing staff have experienced several instances where the bd extension microbore tubing (ref 30914) will not prime. A saline flush was attached to the male end of the tubing and the staff member was unable to flush the saline through. We got a 23-gauge needle and attempted to insert it into the female end of the tubing and discovered that the tubing is occluded. Upon closer inspection, you can see that there is a manufacturing defect with this tubing that is causing the occlusion. Another rn used some tubing from the same lot number and did not have any issues with the tubing, but several other staff members stated they have experienced the same issue.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: one sample (model #30914) was received and investigated. It was reported that they are unable to prime the tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10ml bd syringe and attempted to be primed. Fluid was flushed through the line, but was unable to pass through the last 1 to 2 inches of the tubing. There seemed to be an occlusion towards the end of the tubing. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The root cause was identified as excessive solvent in the joint male luer tubing. A device history record review could not be performed on model 30914 because a lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the bd extension set mic tubing 60 inch was clogged. The following information was provided by the initial reporter: nursing staff have experienced several instances where the bd extension microbore tubing (ref (B)(4)) will not prime. A saline flush was attached to the male end of the tubing and the staff member was unable to flush the saline through. We got a 23-gauge needle and attempted to insert it into the female end of the tubing and discovered that the tubing is occluded. Upon closer inspection, you can see that there is a manufacturing defect with this tubing that is causing the occlusion. Another rn used some tubing from the same lot number and did not have any issues with the tubing, but several other staff members stated they have experienced the same issue.